Manufacturer narrative:
The patient /family was the initial reporter, so personal information was not entered. Product code was not provided.

Event description:
The customer stated some of his blood glucose readings were not stored in the memory of the contour next one. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.